Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia around 180 mg/dl after changing pump supplies, noted an insulin odor suggestive of a possible infusion site or set issue, and was advised to perform an infusion set change using a contact detach 23 inch 6 mm set. Symptoms included no reported clinical symptoms. Outcomes included no alerts from the ilet, no need for outside assistance, and no medical intervention or hospitalization. Investigation included customer care troubleshooting and education regarding infusion set replacement. Investigation of this case revealed an unclear cause of hyperglycemia, with a suspected infusion set or site issue not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.